Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling multiple cartridges. The customer's blood glucose level was 400 mg/dl and was addressed with a manual injection. Reportedly, the customer was able to load a new cartridge successfully.